Manufacturer narrative:
(B)(4). Batch # t5ck2e. Investigation summary: the ec60a device was received for analysis with no apparent damaged and with a gst60w cartridge reload not loaded on the device. The cartridge reload was received partially fired 1/3. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. The device opened and closed without any difficulties noted. The manual switch was totally functional and worked without any issue noted during functional test. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the device removed from the patient? Was it necessary to cut the device from the tissue? Did the jaws eventually open?

Event description:
Would not open jaw. It was reported that during the endoscopic resection of liver tumor surgery, after insert into the trocar, could not open the jaw. Pulled the knife reverse button, and squeezed down the firing trigger, but still could not open the jaw. There were no adverse consequences to the patient.